Event description:
The customer stated that he tested his blood glucose using an elite xl meter and a one touch meter. The elite meter read 50 mg/dl, while the one touch read 264 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.